Event description:
It was reported during a pacemaker initial interrogation and programming at the hospital, a pacemaker was unable to communicate with a transmitter. Multiple attempts were performed but was unsuccessful. No patient was involved.

Manufacturer narrative:
Correction at section h6 : data for health effect - impact code, medical device problem code were submitted in error. It should have been "2199 - no health consequences or impact" and "3189 - no apparent adverse event" as there were no allegation of malfunction.

Manufacturer narrative:
Correction : please retract this report 2017865-2024-01077 as upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.